Manufacturer narrative:
Product complaint # : (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? Just one to my knowledge. Have any of these events been previously reported to ethicon? No. Please provide the lot number: tabeuk. The following information was requested, but unavailable: what is the total number of needles popped off ? What is the total number of procedures? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08831. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic procedure on an unknown date and suture was used. The user felt like the needles were popping off unintentionally when they aren't supposed to, while suturing. No adverse patient consequences were reported. Additional information was requested.